Event description:
Additional information received reported that the patient stated that their device shut off the security system at (B)(6). A manufacture representative clarified that it was not turning it on. The patient claimed that the manager of the (B)(6) told her that the device was ¿rendering their security system useless.¿ it was further reported that an impedance check was done and all impedances were normal. It was noted that no malfunction was seen and no cause of issue was determined. The patient was reportedly going to record when the device ¿turns on.¿ it was further noted that the device was ¿set to zero¿ and the patient was to turn it on when necessary.

Event description:
It was reported the patient was told by an x-ray technician the reason they were getting shocked was because their scoliosis made the leads tight when they reached with their arms.

Event description:
Additional information received reported that the device had been explanted. It was reported the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the "device was defective and frequently provided severe electric shocks" to the patient. It was alleged that as a result of the "severe shocks," the patient fell and broke her hip. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient would like to pursue having her implantable neurostimulator (ins) removed and would like assistance locating a healthcare professional (hcp). It was noted that stimulation was turning on by itself. It was noted that the patient experienced a shocking or jolting sensation. It was noted that if she raised her arms and hands in certain directions like extended out in front of her or to brush her hair she experienced a jolting sensation. It was noted that the patient couldn't walk or drive and has been a shut-in because of the spinal cord stimulation (scs). It was noted that the patient had also been falling "an average of a dozen times a week." It was noted that she had always had these problems since implant and had been reprogrammed multiple times. It was noted that the patient had gained 38 pounds since implant because it was painful for her to walk. It was noted that the patient also reported that the ins pocket site was swollen and she could not lay on her left side. Additional information received reported that the patient wanted to find out how to have the ins removed. It was noted that it turned on and sent painful energy bolts when she lifted her arms. It was noted that her legs war out and it was harder to walk with it on. It was noted that the battery site was still swollen thirteen months later and that it was extremely uncomfortable to sit or lay down.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the patient went in for an appointment prior to having the device removed she stated the implantable neurostimulator (ins) had a mind of its own and would turn on and off. The patient had chronic pain. When it was on and she reached with her arm upwards or out she had a sudden electric jolt like sensation throughout her body which would cause her to fall to the ground. She had constant left lower extremity numbness following falling and breaking her hip, with no upper extremity numbness, tingling, or pain. For pain relief she would take oxycontin 80 mg and oxycodone 5 mg 2-5 times per day. The patient wanted the device removed due to the sudden electrical jolt sensation that occurred three to four times per month. The patient's battery died on (B)(6), however, it had been off for quite some time. The physician tried to interrogate the device however was unable to due to the battery being at end of life. A system review was done of the patient and there was extremity weakness, gait disturbance, numbness in the extremities, and back pain noted. The patient's muscle strength was full except for left hip flexor weakness at a 3+/5 and the patient used a cane to aid in ambulating. The patient's system was removed on (B)(6) and the wires were cut. The patient had significant bony overgrowth and scar tissue. There was significant scar tissue between the paddle in the lead contacts keeping it from being removed so the physician elevated it off of the dura and with a 15 blade cut the scar tissue pad was removed entirely. An x-ray was brought in and verified that all hardware was removed. The wounds were copiously irrigated with bacitracin infused saline. The ins pocket was closed. Both wounds were dressed. The patient tolerated the procedure well and neurological monitoring remained stable. There were no complications; the patient's pain level and nausea were tolerable (back pain was 8/10 and tolerable, my usual pain post-operatively, and the patient was able to ambulate safely. The surgical site was without redness, swelling or leaking, and the dressing was clean, dry, and intact. It was noted the patient was not able to bend their left knee but the physician's assistant was aware. The pre and post-op diagnosis were mechanical complication of nervous system device, implant, and graf t. The patient was instructed to watch for signs and symptoms of infection including excess drainage, change in color/consistency, redness, pain or tenderness, unusual odor, fever, chills, pus, swelling, or warmth around the wound and to call if anything changed. The patient was instructed to follow-up with the physician in two weeks for suture removal. The patient was able to do light activity but no lifting more than (B)(6). It was o.k. To remove the dressing in a few days and leave the incisions open to air. The patient was instructed to take keflex for 24 hours and oxycodone 5-10 mg every four to six hours as needed for pain relief.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) this device is included in the medical device correction, "loss of stimulation and over stimulation for deep brain and spinal cord stimulation therapies", customer letter ((B)(6) 2013)).

Event description:
Additional information received reported that the patient had been getting overstimulated since she was implanted. It was noted that the patient experienced an overstimulation sensation. It was noted that in (B)(6)-2013, the patient was overstimulated so much that she fell and broke her hip. It was noted that the patient had to have her hip replaced due to this. It was noted that the patient would get a message on her programmer that would say "err and then it would go away. It was noted that the patient's implantable neurostimulator (ins) had turned itself on and up for one and a half years. It was noted that the patient had been "banged up, beaten and bruised and actually to the point where she had been broken." It was noted that the patient's health care professional (hcp) said it was an issue with the internal machine. It was noted that the patient was going to have the device removed on (B)(6) 2014.

Event description:
It was reported that there was a ¿jolting feeling¿ when the patient lifted her arms up when blow drying her hair. It was stated that the patient turned the device off, but it turned on by itself ¿again.¿ it was noted that the patient ¿hit the floor hard¿ when it gave the ¿extreme jolt.¿ the following day, it was reported that the device had not been working since it was implanted. The device reported gave the patient an ¿intense insane jolt¿ whenever she lifted her arms above her head. It was stated that the initial event happened on (B)(6) 2013. The implant site reportedly was swollen and had been since implant. It was noted that the patient fell 18 times because of the device and the sensation of it made her fall, adding the falls happened more when she was implanted. It was stated that the surgeon said that the patient had scoliosis and that was why the patient was getting jolted. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Note: previously reported (B)(4) no longer applies due to return and analysis of device. Analysis of the implantable neurostimulator (ins) (B)(4) found the battery to have reduced capacity due to overdischarge. The ins was received for analysis with no telemetry. After the telemetry was restored via a physician mode recharge, the ins passed functional testing. According to the trace report taken from the ins, the device had experienced 1 overdischarge. The ins was last charged while implanted on (B)(6) 2013. The ins battery depleted to the sleep mode/therapy unavailable on (B)(6) 2014. The ins subsequently went to an overdischarge state prior to being received for analysis.

Event description:
Additional information received reported that the implantable neurostimulator (ins) and lead were returned. Analysis was performed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient suffered from chronic back pain which is why she was implanted. Within the first few days of the patient being implanted she received extreme shocks when she reached her arms forward, up, or to the sides and a manufacturer's representative (rep) advised the patient to turn the machine off before lifting her arms or moving them to her side. The shocking continued and the device would spontaneously turn on and increase the settings (to the highest possible setting). Each time this happened the patient suffered intense shocks. The shocks caused the patient to have seizure-like symptoms and she constantly fell. The symptoms from the shocking made the patient afraid to drive or leave her house. The device was reprogrammed several times but none of them were successful. The patient met with the rep. Who turned the unit's settings to zero, turned the device on and off again, and stated the problem was fixed but it wasn't. It was later reported that there was a potential for over stimulation directed to a lead electrode other than what was intended. It was alleged this was how the shocks were described. In (B)(6) of 2013 the patient fell and shattered her hip which forced her to undergo a total hip replacement procedure on (B)(6) 2013. After she broke her hip, she let the battery completely die and did not recharge it and had the device explanted on (B)(6) 2014. It was noted as a direct and proximate result the patient suffered severe personal injuries and related damages. The patient also experienced physical pain, suffering, mental anguish, emotional distress, and physical impairment suffered in the past. The patient also experienced disfigurement. It was also reported the patient would suffer mental anguish, emotional distress, physical pain, suffering, and physical impairment in the future.

Event description:
It was reported the pa had not seen the patient since (B)(6) of 2012. It was noted the patient had cancelled their appointment of (B)(6) 2013 with no explanation. It was reported they had no recorded history of a device issue. It was noted the patient had never called them about any issue. It was reported the patient had met with two manufacturer representatives previously. It was noted the names, dates, and events of the meeting were unknown. It was reported the representative turned the patient's device down to zero amplitude. It was noted the device was checked and nothing was wrong with the device or leads. It was reported the patient was still receiving shocks with the device turned down. It was noted the shocks occurred with arm extension and they were full body shocks. It was reported the patient could not walk due to the hip surgery. It was reported the patient was seen because of their bad knees. It was noted the patient never mentioned falling. It was reported a manufacturer representative adjusted the patient's programming. It was noted the patient made no mention of any shocking or jolting. It was reported the health care provider had no knowledge of a hip replacement.

Event description:
It was reported the patient still had concerns with their device. It was noted the patient was going to have an appointment on (B)(6) 2013 to have the device removed, but it was postponed. It was reported the patient fell again due to machine. It was noted the patient was scheduled for a hip replacement surgery on (B)(6) 2013 due to the fall. It was reported the patient will have to wait six months after the hip replacement surgery to have the device removed. It was noted the patient just wanted the device out.